Manufacturer narrative:
Product event summary: analysis could not confirm that the cable was not working. The cable passed continuity testing, showed correct resistance readings, and had no intermittent or shorted connections. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer cable no longer worked after only ten uses and sterilizations. The cable has been returned for analysis. There was no patient involvement.